Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use, however the patient again experienced stimulation. No further patient complications have been reported as a result of this event.